Event description:
The customer reported that the insulin pump had an error alarm during the manual prime process. Advised the customer to revert to back up plan. The customer's blood glucose reading was 327mg/dl, and she will be treating with a manual injection. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a button error alarm. The device was unable to prime during the prime test as a result of a loose drive support disk. However, the insulin pump passed the displacement test. The device also had a missing end cap sticker. Further testing could not be performed due to the prime anomaly.